Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement and displacement test. No power loss alarm noted during testing. No unexpected low batt alarm, replace battery now alarm or pump error 25 noted in the pump trace download file. Pump trace download analysis confirmed the pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed replace battery alert due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump had minor scratched display window, scratched case and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power loss. The customer's blood glucose levels are 174 mg/dl during the incident. The pump will be replaced and returned for analysis. No further details are given.